Manufacturer narrative:
(B)(4): the customer reported that after 2 shocks, the defibrillator did not shock the third time. No adverse pt impact was reported. The device was evaluated by philips. The symptoms was verified. The control pca was replaced to resolve the issue.

Event description:
The customer reported that after 2 shocks, the defibrillator did not shock the third time. No adverse pt impact was reported.